Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage at I-port on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6003980 have already been previously tested for visual and flow in the 1953150 on 09/apr/2024. All test results were within specifications as per 1953150 test report. Device history record (DHR) review: the 6003980 was manufactured according to the document work instruction (wi) version 27on the packing process in the line I-port on 06/nov/2023, with a total of (B)(4) units. Trending: a query was run in database on 09-jun-2025 against malfunction code leakage from infusion site (cannula base part/cannula) and lot 6003980 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.